Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer received multiple power loss alarm when batteries were out of the insulin pump less than 10 minutes. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged unexpected battery power loss on (B)(6) 2022. Device passed displacement test and active current measurement. Device failed self test due to power supply test failed during self-test alarm on (B)(6) 2022 at 06:46:12.000 due to corroded internal battery. Device failed sleep current test due to moisture damage on electric board. Device successfully downloaded to thus. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running on z (B)(6) 2022 at 01:00:00.000 was noted in the device trace download. No low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the device trace download. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was triggered due to moisture damage to the electric board board and electric board. Partial display was noted during testing due to cracked lcd glass. The electronic assembly and battery tube were inspected and found moisture damage on electric board and the internal battery. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label stained, end cap address label fading, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and cracked lcd display window. Unexpected battery power loss confirmed due to moisture damage on electric board. Power supply test failed during self-test alarm confirmed due to moisture damage on the internal battery. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running confirmed due to moisture damage on electric board. Missing segments confirmed due to cracked lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in h10 section.

Manufacturer narrative:
This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The complaint is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this complaint will be re-opened and re-evaluated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.